Manufacturer narrative:
Motor error alarm during rewind due to broken half of motor slide. The insulin pump passed the stop current and run current tests. Unable to perform the self test, off no power test, unexpected restart error test, displacement test, prime test, occlusion test and no delivery test due to motor error alarm. Motor passed motor test. The insulin pump had cracked case at display window corner, battery tube threads, reservoir tube lip, scratched reservoir tube window

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels. Customer¿s blood glucose level was 430 mg/dl. Customer treated their high blood glucose level via manual injection. Customer had cosmetic damage on the insulin pump. Customer advised the reservoir compartment was cracked. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.